Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca), posterior descending artery of rca and atrioventricular (av) of rca. After a guide wire crossed the lesion, pre-dilation was performed using non-bsc balloon catheters. A 32mmx2.25mm promus premier¿ stent was selected; however, the device failed to cross the lesion. A non-bsc catheter was used for support; however, the device still failed to cross the lesion. When the stent was removed from the patient, it was noted that the distal tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.